Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet displayed alarm code 57 indicating a software runtime error, after which the patient reverted to multiple daily injections when blood glucose rose to approximately 300 mg/dl; a replacement ilet was arranged and standard return and shutdown instructions were provided, with guidance to continue cgm use via dexcom. Symptoms included hyperglycemia. Outcomes included temporary device replacement and reversion to backup therapy without hospitalization. Investigation of this case revealed a persistent software runtime error associated with device malfunction that was not resolved by power cycling. It was concluded that the cause was a software-related malfunction of the device.